Event description:
Cashmere coil detached prematurely. No additional information was provided.

Manufacturer narrative:
Cashmere coil detached prematurely. No additional information was provided. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.